Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the x ray controller circuit board was defective. It was replaced with the upgraded generator interface circuit board. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 was non operational, due to continual charger failures. There was no adverse patient involvement reported. There was no patient information reported.